Event description:
During a ptca procedure, the shaft of the catheter broke during advancement. The catheter was being used with a 6f vista xb guide catheter and a bmw wire. There was no resistance encountered during advancement. The entire system was removed without incident. No pt injuries or complications occurred.